Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine device check, an alert for non-sustained lead noise was observed and noise was seen on egm. Programming changes were made. Patient condition was normal.